Event description:
Reporter states remote turns on and of by itself when end users lets go of the joystick it still continues to drive forward. It also turns to the right by itself. No injuries reported.